Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic from the customer indicates that insulin pump received a power loss alarm. It was reported that the customer successfully cleared the alarm. Customer did not receive request to rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.